Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the device was not available for evaluation. Based on a review of previous similar events, internal corrosion or inadequate bearing lubrication may cause or contribute to heat; however, this was not confirmed. Product not available.

Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.